Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: during the procedure, the wire became stuck and could not be withdrawn from the catheter. It was removed from the body, and both the catheter and wire were replaced. Initially, only the wire was replaced, but it remained stuck inside, so the catheter was also replaced and the procedure continued. The patient has no residual wire and no elevated st, with no particular issues at present. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" physician comments: patient outcome: no adverse event infected: no generator/controller: ablation catheter used: other used: event date: 2026-1-6 as reported device codes: 1457: entrapment of device or device component, 1346: difficult to remove as reported patient codes: 9398: no clinical signs, symptoms or conditions.